Manufacturer narrative:
E1: initial reported facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the mildly tortuous and moderately calcified abdominal aorta. A 8.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after not exceeding burst pressure in the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the mildly tortuous and moderately calcified abdominal aorta. A 8.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after not exceeding burst pressure in the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reported facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a leak from the shaft of the device. Isual and tactile examination found damage to the shaft of the device, potentially a cut located approximately 300mm distal of the strain relief. This type of damage could potentially have been due to the device having an interaction with a sharp object or another device. A leak test identified a leak in the shaft located at the site of the damage approximately 300mm distal of the strain relief. This type of damage could potentially have been due to the device having an interaction with a sharp object or another device.